Event description:
During a colonoscopy, a cook disposable hemostasis clip was used. The clip was advanced through the endoscope accessory channel and the endoscope was in a retroflexed position. The targeted site was clipped. When the physician attempted to release the clip, it would not release. The handle was then squeezed very hard - put in a death grip. At this point the [drive] wire in the handle broke. Pliers were used on the handle to facilitate release the clip. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination confirmed the drive wire has separated inside the handle. The proximal end of the drive wire has not been blasted. The clip remains attached at the distal end of the device. A visual examination under magnification of the clip assembly and the clip housing confirmed the clip was assembled properly and cracks were observed in the clip housing. The cracks in the housing would not affect clip deployment or breakage at the handle. During a functional test the device was advanced through a pentax (B)(4) colonoscope (2.8 channel) placed in a simulated lower gi position. Hemostats were used to manipulate the drive wire inside the handle. The clip opened and closed on a simulated tissue sample. The clip deployed and remained attached to the tissue sample. No anomalies were detected that could have contributed to this report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: a corrective action has been implemented in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.